Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver powered off while charging. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed because the power dropped after some seconds when the receiver booted up. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause could not be determined.